Event description:
The gardner-wells tongs were placed per manufacturer guidelines. The procedure was started and a shift in head position occurred. This alerted the staff that the tongs had actually slipped. The surgical team was able to control the head and maintain neck alignment while another set of tongs was obtained and reapplied and attached to traction. No further complications were noted. The stainless steel pinions appeared to have become dulled. This appeared to have affected the spring action in one of the pins that serves as a pressure indicator causing the tongs to slip on the skull. Manufacturer response for gardner-wells tong, symmetry surgical skull tong (per site reporter): they have no recommendations.